Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a leak occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time, a leak around the implanted device was observed and the patient was kept on blood thinners.

Manufacturer narrative:
B3: bsc aware date used as event date unknown.